Event description:
It has been reported to philips that the wireless foot switches won't program using the azurion system. The device was in clinical use. The procedure was aborted. No patient or user harm reported. The philips service engineer went on site and replaced the wireless foot switch. Then he performed a wireless footswitch test to sync wireless footswitch to the base station and tested the system. The foot switch works normally, and the system is ready for clinical use.

Manufacturer narrative:
Philips has investigated this complaint. Per the information collected, the lights on the footswitch were not working, which indicates that there was an error in the wireless connection. The connection was not re-established. The wired footswitch also has broken screws, so customers could not use the wired footswitch as well. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as an emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). Fse replaced the wireless footswitch, and the correction has been implemented. After which, the system has been returned to use in good working order. The device was returned for analysis; all visual and functional tests were performed, and it was found that there was a wireless footswitch failure when trying to connect to the base station. The actual cause of this issue was an unstable connection between the base station and the footswitch. Anti-slip rubbers are also gone because of improper use of the unit. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.